Event description:
Immediately post left hip arthroplasty, an x-ray was obtained to determine the position of the components. The x-ray revealed that the components were in excellent position. The x-ray also revealed a small piece of metal that was noted on the medial aspect around the area of the lesser trochanter. On inspection of the equipment and tools, one of the tools -zimmer apr threaded stem implant inserter-that was used to hold the component appeared that one of the threads had broken.